Manufacturer narrative:
This crt-d is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) has been oversensing noise on all three channels for multiple years. Some pacing inhibition had been noted but no asystole of greater than two seconds was ever recorded. Additional information provided from the field indicated that in early 2017 the patient had a ventricular tachycardia-ablation procedure done which resulted in a loss of atrial-ventricular conduction. Shortly afterwards, the patient experienced a syncopal episode due to oversensing of noise which led to pacing inhibition with a period of asystole of greater than two seconds. Surgical intervention was performed and the crt-d was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device noted tool marks on the case and minor body fluid contamination in the lead barrels. All of the seal plugs were intact and all of the set screws operated normally. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. A series of electrical tests was also performed, and again, normal device function was observed. No noise was seen on the live electrograms during interrogation and programming with a programmer. Overall, analysis determined the device met specification and the allegations made against it could not be confirmed through product testing.